Event description:
It was reported that a left ventricular (rv) lead was surgically abandoned due to impedance of greater than 3000 ohms. When the pocket was opened, the physician discovered lead insulation was damaged. A new lead was successfully implanted. No additional adverse patient effects were reported.